Event description:
It was reported that during a colon procedure, the blade tip broke off. Not noted how case completed. No patient consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.